Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 840 ventilator alarm is not working. There was no patient involvement.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported condition. The se performed extended self-testing on the device and all tests passed.